Event description:
Additional information stated the patient experienced a transient ischemic attack, not a cardiac arrest, but he was "ok." It was also reported no diagnostics were performed except for the ECG during the procedure. No interventions were taken or planned. It was reported the patient remained implanted only on the side that was performed during the first procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3389 lot# serial# unknown, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced thoracic pain and had a heart attack during deep brian stimulator (dbs) implant procedure. It was further reported that the procedure was stopped after placement of the first lead and connection to the device. It was also noted that the patient was alive and had no injury or adverse event, and the device was implanted and remains in service.